Manufacturer narrative:
Investigation: no samples were received for evaluation or testing. A review of the device history record could not be performed as a lot number was not provided for this incident. The customer's experience could not be confirmed or replicated as no sample was received for evaluation and testing. Rm 5796 rev 13(l) nexiva p-eura and rm 5719 rev 13(k) nexiva d-eura were reviewed, and the effects of the failure have a limited severity s2 (minor leakage) and negligible severity s1 (clinician dissatisfaction). The failure mode that caused these effects could not be identified as no sample was received for evaluation and testing. Risk to the end user is acceptable given a low occurrence.

Manufacturer narrative:
The date received by manufacturer has been used for this field. It is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.

Event description:
It was reported that several unknown bd nexiva¿s have had loose caps that fall off and become contaminated when being opened. The cap over the port also falls off and leaks. There was no report of injury or medical interventions.